Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered for the rv lead due to elevated sic (sensing integrity counter) and impedance variation. It was noted that the patient¿s high rate non-sustained episodes showing nonphysiologic noise. The rv lead remains in use. No patient complications have been reported as a result of this event.